Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. It was reported that the pump basal history did not match active basal program. The insulin pump was noted to not be administering insulin from 00.00 hours to 04.00 hours each night. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2018 with the following findings: review of the black box data revealed the last basal delivery was on (B)(6) 2018 at 06:10. Total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump was exercised for 24 hours without issue and was found to be delivering accurately. Investigation did not duplicate the complaint.